Event description:
A consumer reported via the manufacturer's representative (rep) starting sometime in 2016 there was continuous burning and warmth at the implantable neurostimulator (ins) pocket site which felt internal in nature. According to the consumer the warmth was felt with stimulation on and off, but was more intense with stimulation on and voltage was increased. There were no traumas or falls reported related to the issue or any recent emi exposure. The consumer used ice on the pocket site which helped some. It was noted the ins was not tender at the pocket site when palpated although the consumer felt the ins was sitting on a pressure point. It was noted the ins was located around the waistband level or a little higher on the right side, with no redness or soreness at the pocket occurring.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported an x-ray of the implantable neurostimulator (ins) and leads were ordered by the physician, but there were no current actions or interventions planned. The rep. Was going to consult with the physician further.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.